Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter in two pieces. The device was bloody, and the balloon was loosely folded. Analysis of the tip, balloon, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed a complete separation in the hypotube located 92cm from the tip of the device with numerous kinks in the hypotube. The fracture faces of the separation were ovalized, consistent with being kinked prior to separation. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis completed on 16jul2020. It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 3.00mm x 28mm target lesion was located in the left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during second inflation, the balloon shaft snapped approximately 5 centimetres (cm) from the hub. The device was removed normally and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed shaft separation 92 cm from tip of the device.